Manufacturer narrative:
Concomitant products: etlw1613c93ej sn (B)(4), expiration date: 2016-07-22, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49mm diameter abdominal aortic aneurysm. It was reported that after 2 years and 6 months of stent graft implantation aneurysm expansion was identified by a routine follow-up check by CT. The aneurysm size was as follows: two years post index procedure, 49 mm and two years six months post index procedure, 56 mm. A pulse was also confirmed by palpation. In addition to a type ii endoleak that had been observed after the index procedure, another endoleak of unknown origin was identified in this follow-up, and the physician suspected that the aneurysm expansion could have been attributed to this new endoleak. No migration had been observed. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the cause of the unknown endoleak leading to the aaa expansion could not be determined from the films provided. The anatomy at implant is unknown, and films during implant <(><<)>(><(>&<)><(><<)>)> earlier follow-ups were not available for review. Review of CT¿s 30 months post-implant revealed that an endurant bifurcate was positioned 5 ¿ 10mm below the lowest right renal artery. There appeared to be a good proximal seal as well as good distal sealing within the limbs bilaterally. A significant shelf of calcification was seen along the posterior-right side of the proximal sac, and aortic calcification was also seen within the distal aorta which measured ~20 x 25mm in diameter. The max diameter aaa measured 67mm, and widespread contrast was seen outside the stent grafts filling primarily the bottom of the sac. The source(s) of the endoleak could not be determined; contrast was seen surrounding both limbs from the level of the gate ring down to the bottom of the aaa sac. Review of angio images 3 weeks later again revealed a large amount of contrast ou tside the stent graft, along both sides of the limbs, from the level of the gate to the bottom of the aaa sac. Interrogation of the endoleak source could not determine the source of the endoleak. During each of the contrast if information is provided in the future, a supplemental report will be issued.